Event description:
It was reported that the PICC was found in the patient's bed, it broken where blue end connects to extension leg. PICC went into the patient. Vascular was unable to retrieve it at the bedside. Went to or for retrieval and successfully removed.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexl0688 showed no other similar product complaint(s) from this lot number.